Event description:
A caller reported an alarm 01 issue, indicating a malfunction. There was no adverse impact on the customer's blood glucose level. The caller followed instructions from technical support to load a new cartridge and successfully resumed insulin administration.